Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for burnt c-cover (plastic distal end cover). The event can be detected/prevented by following the instructions in accordance with the following IFU: 3.2 inspection of the endoscope and 4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt c-cover (plastic distal end cover). There was no patient involvement.